Manufacturer narrative:
The customer reported the following complaint issue: ¿impossibility to deploy the stent. The end of the stent was not glued properly. It moved and bend which made the deployment impossible.¿ it has been indicated that the device involved in this complaint will be returned to cook (B)(4) for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. The device as of this moment has not been returned for evaluation; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The complaint was confirmed based on customer testimony. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b of lot number c1217337 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1217337; upon review of complaints this failure mode has not occurred previously with this lot # c1217337. As per the instructions for use, ifu0062-4, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Impossible to deploy the evolution stent . The end of the stent was not glued properly . It moved and bent which made the deployment impossible.

Manufacturer narrative:
Upon evaluation of the returned device, it was noted that the tip of the device was not separated and there was no stent exposure. There was a kink evident in the polyimide. Upon actuation of the device, deployment and retraction were possible. A 35¿ acrobat wire guide was used in the lab and with the support it was not possible to bend the tip. However, when a 25¿ wire guide was put through, there was no support and the tip was bending. The lockwire was removed and the stent was fully deployed. No issues were noted with the stent. The research & development engineer commented that the kink would not prevent deployment; it might contribute to access issues to the target site. There was no defect in the device, it was manufactured to specification and is 100% functional, and it is suspected that the wrong wire guide was used. Additional information has been requested to confirm this but has not yet been provided. The customer complaint was not confirmed as there was no defect in the device and functioned as intended. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b of lot number c1217337 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report. Due to the receipt of the device this event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report. This event was conservatively reported based on malfunction precedence's for both tip detachment & partial deployed stent removed from the patient with the delivery system. Device was returned for evaluation and it was confirmed that the tip was fully attached to the introducer and the stent was received completely within the introducer. Malfunction precedence's no longer applicable. Initial description submitted as follows: impossible to deploy the evolution stent . The end of the stent was not glued properly . It moved and bent which made the deployment impossible.